Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
It was reported that the insulin pump had reservoir compartment had a broken piece. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.